Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the equipment and was not able to duplicate the reported complaint. The bellows was reseated.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.